Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp. The stm found the connector to be damaged. To address the issue the stm replaced the executive processor board and replaced the safety disk due to hours. The stm then performed all functional and safety tests which passed to meet factory specifications, and the iabp was returned to the customer and cleared for clinical service.

Event description:
It was reported that the prior to use, the network cable of the cardiosave intra-aortic balloon pump (iabp) would not stay in place. There was no patient involvement, thus no adverse event was reported.